Event description:
A user facility reported that an intraocular lens (iol) was exchanged. The patient had reported asthenopia, blurred vision at all distances, and an oblique streak across her vision. She was prescribed eye glasses, but the symptoms did not resolve. The patient is very happy with the outcome following the exchange. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched and torn/split/cracked into two pieces (possibly cut). Lens branch could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 05/22/08 and 06/04/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 06/19/2008.